Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi) and the importer ((B)(4)), as (B)(4). Serves as the designated complaint handling unit for both facilities. The only info that is available is that there was a leak 24 hours after surgery. This info could not be verified and the device and/or its identifications were not received, despite repeated attempts to receive additional info. Therefore, no further investigation could be conducted and no conclusions could be drawn. Continued attempts are being made to obtain additional info regarding this case and a supplemental MDR will be submitted in the event any new info is received. It should be noted that anastomotic leakage is one of the most common complications of colorectal surgeries. Yet, the current cumulative leak rate found with the use of the colonring ((B)(4)) falls within the low range of the leak rates reported in the literature for hand-sutured or stapled anastomoses.

Event description:
The following was reported: "there was a leak in the face of the anastomosis 24 hours after surgery."